Event description:
Revision it was reported that revision surgery was performed. The reason for the revision is unknown. Revision performed approximately two years after implantation.

Manufacturer narrative:
The above combination of devices constitutes an off label application in the united states.